Manufacturer narrative:
Unique identifier (UDI)#:(B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable low or "zero" results for several assays since (B)(6) 2017. Of the data provided, only the cholesterol result for one patient sample was discrepant. The initial result was 0.17 mmol/l and the repeat results were 5.53 mmol/l and 5.41 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer replaced the sample probe and confirmed there were no further alarms or questionable results.

Manufacturer narrative:
The field service representative checked the probe washing and alignment. The syringe seals were replaced and the gear pump was checked. All systems were acceptable and functioning. Since the probe replacement, no further issues were noted.